Event description:
Pt underwent a left ak fem-pop procedure in 2003. In 2004, pt had a leg edema and a fluid collection was observed around distal anastomosis. Drainage was performed to evacuate the fluid collection. Collected fluid was then cultured and found negative. It was also reported that pt experienced the same type of event when pt underwent a right fem-pop procedure in 2003.